Event description:
It was reported that the gastrointestinal videoscope had a scope e315 error prior to its first use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event e315 incompatible scope error message, troubleshooting was performed; however, the issue could not be resolved. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.